Event description:
Event description guidant received information that these ventricular leads (transvenous and epicardial) and this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise resulting in an inappropriate shock when near a small motor. Shock impedance was also elevated and an open lead fault occurred. In addition, this transvenous implantable lead would not capture at 4 v and the patient would not tolerate a higher output. Technical services discussed the significance of the fault message. This message may indicate a lead fracture.